Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The loading unit was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, while the device was being used in a disconnected hepatic vein, the surgeon was able to press the green button but unable to fire the stapler and unable to squeeze the handle. They replaced the reload to resolve the issue and complete the case. There was no patient injury.